Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that customer requested inspection of cs100 intra-aortic balloon pump (iabp) to understand if device is ready for clinical use. There was no patient involved.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) required an inspection. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1(event site postal code - 400051) h6(type of investigation, investigation findings and investigation conclusions). A getinge field safety engineer (fse) was dispatched to evaluate the unit. It has been observed that helium tank tightening knob & key are missing. Trolley & main module caster wheels are damaged. No error observed. Installed helium tank along with tightening knob & key all were taken out from another unit for testing purpose. Checked systems performance on iabp trainer & balloon, working ok both mains as well as on battery. Unit has low battery back up need to replace the battery set. Also, recommended to change 5000 hrs pms kit & safety disk.

Event description:
N/a.